Event description:
It was reported that the user experienced a low blood glucose of 65 mg/dl while using the device, treated the event with oral glucose tablets and a protein bar, and sought guidance on whether to meal announce the bar; the agent advised against a meal announcement and instructed the user to announce corrective actions, and the cause of the low was unclear given uncertainty about the earlier meal¿s carbohydrate amount. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.